Manufacturer narrative:
(B) (4).

Event description:
It was reported that following pump adjustments the pt would do well for a week or two before severe spasms returned. It was noted that the pt had this problem a yr prior to the pump and catheter being replaced in (B) (6) 2008. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional info has been requested from the hcp, a f/u report will be sent if additional info becomes available.